Event description:
Vest restraint was put on pt at 0300. Rn left room. At 0600, when rn returned to room, pt was standing at bedside, vest on with belt portion on bed as applied. Belt and vest were not attached. There was no reported injury to pt or staff.